Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2010, the patient experienced polymenorrhoea ("periods every 3 weeks"), alopecia ("hair is falling out"), pain ("whole body aches") and anaemia ("I've had anemia since the essure"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("gain 30 lbs") and experienced asthenia ("weak"), fatigue ("tired"), fibromyalgia ("fibromyalgia") and influenza like illness ("aches and pains like flu"). The patient was treated with iron and surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, weight increased, polymenorrhoea, alopecia, pain, anaemia, asthenia, fatigue, fibromyalgia and influenza like illness outcome was unknown. The reporter considered alopecia, anaemia, asthenia, fatigue, fibromyalgia, influenza like illness, medical device removal, pain, polymenorrhoea and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2010, the patient experienced polymenorrhoea ("periods every 3 weeks"), alopecia ("my hair is falling out"), pain ("my whole body aches") and anaemia ("I've had anemia since the essure"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("gain 30 lbs") and experienced asthenia ("weak"), fatigue ("tired"), fibromyalgia ("fibromyalgia") and influenza like illness ("aches and pains like flu"). The patient was treated with iron and surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, weight increased, polymenorrhoea, alopecia, pain, anaemia, asthenia, fatigue, fibromyalgia and influenza like illness outcome was unknown. The reporter considered alopecia, anaemia, asthenia, fatigue, fibromyalgia, influenza like illness, medical device removal, pain, polymenorrhoea and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received : the events ¿periods every 3 weeks¿, ¿my hair is falling out¿, ¿my whole body aches¿, ¿I've had anemia since the essure¿, ¿weak¿ and ¿tired¿ were added. Reporter information was added. On (B)(6) 2020: social media report received . New reporter added. New events added: fibromyalgia, influenza like illness. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("gain 30 lbs"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and weight increased outcome was unknown. The reporter considered medical device removal and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.